Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The retract knobs were retracted to the 30 mark. The engaged reload was fully fired with the jaws clamed and the knife bar retracted to the 3cm cut line. The instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was then unloaded from the instrument. The instrument was then successfully loaded with an articulating vascular/medium reload. The instrument and reload was applied to test media. All staples were placed, and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, when the hepatic vein was severed, the reload was not able to be removed from the handle, the stapler was able to fire and the jaws of the device locked on tissue. After converting from minimally invasive to open surgery, the doctor replaced another new handle and reload to sever the tissue that was stuck. There was an unanticipated tissue loss and tissue damage as a result of the problem. Hospitalization was needed to be extended. There was blood loss of more 500cc and the patient received blood transfusion. The surgical time was extended by thirty minutes or more and the incision was extended by more than one inch. The tissue loss was repaired by an endoscopic minimally invasive hepatectomy an additional staple had to be used to disconnect the stuck hepatic vein. There was patient injury.